Manufacturer narrative:
Additionally, information was received provided the patient's outcome after support (impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device). Patient demographics (weight) was confirmed as initially documented, repopulated to a4. Note: device-specific information d4 unique device identifier, expiration date and h4 device manufacture date are unknown at the time of the MDR writing. Correction. D6a implant dates captured in previous reporting should be disregarded as the cassette is a non-implantable device.

Manufacturer narrative:
Additional information received provides an update for impella placement from cardiogenic shock secondary to acute myocardial infarction to preoperative use for high-risk surgery.

Manufacturer narrative:
Added: e4. Corrected: h3. Purge pressure low / noisy device: the cause of the purge pressure and abnormal noise issues was not determined due to no defect found on the returned product, no data logs recovered, and insufficient clinical details.

Event description:
The user facility reported 60 year old male on an impella 5.5 due to acute myocardial infarction. During support, the purge cassette made a noise and the purge pressure dropped while sucking and returning to normal intermittently. When the purge pressure had a low alarm, the purge connector was checked the purge cassette was replaced. After replacement, purge pressure low or purge pressure low alarm resolved. There was no patient harm reported. The patient remained on support.

Manufacturer narrative:
Updated information: b5 narrative updated. D9 device return date added for return of impella purge cassette. Pump remains implanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Day 5 from impella5.5 management. Heard that purge cassette made a noise, and the purge pressure dropped when it was sucking, and it was repeatedly returning to normal. Purge pressure low alarm sometimes occurs. Make sure that the purge connector area is not loose and carry out a purge cassette replacement. After replacement, purge pressure low or purge pressure low alarm will not occur.

Manufacturer narrative:
A0508 added to h6. The investigation is still ongoing.